Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73c1800232 was manufactured on 03/19/2018 a total of 15,000 pieces. Lot was released on 03/21/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73e1900649 the staplers were functionally inspected (fired) and issue reported "not suturing properly" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that when suturing after a donor resection for hair transplant, the staples are not properly applied, and the incision area is slightly widened. Activated staples are more than normal. They were removed from the opening of the incision, about 5 - 7 and used a new stapler. Sutures are performed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when suturing after a donor resection for hair transplant, the staples are not properly applied, and the incision area is slightly widened. Activated staples are more than normal. They were removed from the opening of the incision, about 5 - 7 and used a new stapler. Sutures are performed.